Event description:
The patient reported experiencing elevated blood glucose of 390 mg/dl after an e6 (mechanical) error was displayed on the infusion device. The patient changed the infusion set and bolused 9 units of insulin through the infusion device, but blood glucose levels did not decrease. The patient's normal blood glucose level is 80-130 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.